Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a few weeks ago, the patient went for a stress test, and a technician came to "turn up" the implantable cardioverter defibrillator (ICD) setting and said, "it wasn't turned on.¿ the patient stated they started having problems and their heart felt like it was "being massaged all the time." The patient felt weak, then dizzy, and fell twice. The patient went to their doctor¿s office, a technician checked the device and said, "why did they turn it up so high" and then proceeded to "turn it down." The patient felt better almost instantly. Also, the patient developed pneumonia during that time and had been dehydrated. The patient mentioned that they are considering having the device "taken out" because of all the problems they had since implant. The device remains in use. No further patient complications have been reported as a result of this event.